Event description:
It was reported that pump displayed repeated cartridge alarm 20 that did not resolve even after caller attempted to load new cartridge using proper technique. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, put pump into storage mode, and return pump with a prepaid label, and tandem technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement device.